Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy fluid and "worsening of general state". The cause and hospitalization were not reported. The patient was treated with ceftriaxone (discontinued) and gentamicin (discontinued) for the event. Eight days after the event onset, the liquid was clear; the patient has recovered from peritonitis and cloudy fluid. The patient experienced persistence of cloudy or "haze-like" fluid 23 days after the peritonitis onset. Two days after the recurrence of cloudy fluid, the patient resumed treatment with with ceftriaxone and gentamicin for the event. At the time of this report, the patient outcome for recurrence of cloudy fluid was not reported. Action taken with pd therapy was unknown. No additional information is available.